Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system <(>&<)> endurant aortic cuff extension were implanted in the endovascular treatment of an abdominal aortic aneurysm. It was reported on an unknown date of CT a undetermined type endoleak was identified. Intervention was performed approximately 2 months post index procedure and endoanchors were implanted but there was no change to the endoleak. It was said the endoleak was probably a type ii. No further intervention was performed. As per the physician the cause of the event was difficult anatomy. No additional clinical sequelae were provided and the patient will be monitored.